Manufacturer narrative:
(B)(4).

Event description:
Procedure: roux-en-y. According to the reporter: an esophagojejunostomy was done on (B)(6). There was no leak found right after surgery. On the (B)(6), a leak occurred from the anastomosis part, and re-operation was done. The surgeon stated the jejunal mucosa on the opposite side of the esophagus was stapled on the esophagus, so pressure was applied on anastomosis part and caused the leak. The patient is under observation.